Manufacturer narrative:
Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "there was constant beeping" was confirmed through powering on the device. After power-up, device has a continuous two-tone beep during and after self-testing. Alarm stops when pressure is applied to the upstream occlusion (uso) sensor. The probable cause was a defective uso sensor. Further investigation found the downstream occlusion (dso) sensor was defective. The uso sensor and dso sensor were replaced. Performed dso/uso sensor calibration. The device passed all functional and delivery tests after the repair. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
The customer returned the device stating, ¿there was constant beeping¿; during device evaluation it was found the downstream occlusion sensor and upstream occlusion sensor were defective. The event occurred during testing.